Event description:
A peritoneal dialysis pt's relative stated the ptk was admitted to the hospital on (B)(6) 2014 for an abdominal aortic aneurysm. The relative indicated the pt had lost a large amount of blood, and had been completing both peritoneal dialysis (pd) treatment as well as hemodialysis treatments while in hospital. The relative stated the pt was connected to and dialyzing using a hemodialysis machine and expired while completing treatment. The cause of death was reportedly due to cardiac arrest. It was unk whether the pt was dialyzing using a fresenius hemodialysis machine at the time of expiration. No add'l info regarding this safety report was provided. Add'l info and medical records were requested.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation. This life is being reported for the pt death. The post market clinical department is in the process of requesting pt medical records and treatment data info regarding the reported expiration during the hospitalization. A supplemental medwatch report will be submitted upon completion of the investigation.